Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The area treated was a very calcified common femoral (sfa). When removing the device for clearing the spiderfx was stuck with the device and the physician had to remove everything. The procedure was completed with another turbohawk. Evaluation of the returned spiderfx device on (B)(6) 2015 found the capture wire coating was stripped away a various sections.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.